Event description:
It was reported that during an in clinic follow up, the pacemaker (pm) exhibited failure to interrogate via radio frequency (rf) and inductive telemetry. It was noted that the pm exhibited premature battery depletion. The pm was explanted and replaced. The patient was discharged.